Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the staples fired, but they jammed in the device. The surgeon was able to get the staples from one of the devices, but no staples from the two other emss. It is not known how case completed. The rep is only returning (2) of the (3) devices used in the case. There was no consequence to the pt.